Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, multiple cartridges were reported to be damaged and leaking. Customer's blood glucose level was 600-700 mg/dl, resulting in an ambulance being called to transport the customer to the emergency room (ER). Customer was subsequently hospitalized on (B)(6) 2024, intravenous fluids of saline and insulin were administered by health care provider to resolve elevated glucose. During troubleshooting, the malfunction alarm was cleared, a new cartridge was loaded, insulin delivery was resumed successfully with no permanent damage. Multiple attempts were made by technical support for information regarding discharge from the hospital however, no additional information regarding this event was provided.